Manufacturer narrative:
(B)(4). The user facility's biomedical engineer had the unit plugged in and turned on for over 24 hours but the batteries did not charge. During release testing the fsr found that the 'no fault' voltage at power supply 1 (ps1) was 4.9 volts direct current (vdc) which was out of the specification less than or equal to 100 medium vdc. Ps1 and batteries were replaced. The unit operated to the manufacturer's specifications. The suspect parts will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were depleted. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed both batteries to be received in severely discharged condition. Both were able to be recharged and both passed load testing. One of the two returned supplies had a defective ¿good¿ signal. This will cause the power manager to stop charging of the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.